Event description:
While attempting to monitor a pt the device was unable to detect an ECG signal. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.